Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they experienced consciousness and/or seizures however, they did not receive third-party medical treatment and no further information was provided. Attempts by adc to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs (device history review) showed the sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they experienced consciousness and/or seizures however, they did not receive third-party medical treatment and no further information was provided. Attempts by adc to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.